Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/06/2015 with the following findings: evaluation revealed that the symbols on keypad are worn. Investigators removed keypad cover and contamination was found around contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed contamination was found around the contacts. This report is made based on results of investigation completed on 11/06/2015.